Manufacturer narrative:
The braking resistor board was returned and pending analysis on the day of this report.

Event description:
It was reported by the customer that the table lost power and the vertical drive actuator (vda) was not moving the table. The company representative indicated that the table unexpectedly descended approximately less than 2 centimeters with a patient on the table. Burn marks were found on the braking resistor board. There was no report of death or serious injury and upon follow-up, it was confirmed that the patient was not injured. If additional information is received, a follow up will be sent.